Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication failure where dexcom g7 continuous glucose monitor (cgm) data showed connected in the dexcom app but the ilet displayed cgm signal loss, occurring multiple times after a recent firmware update; during the call, the agent guided a restart of the ilet, toggled settings, and manually entered a blood glucose to initiate bg run mode, and the sensor then reconnected. The user reported a blood glucose peak of 199mg/dl with no associated clinical symptoms. Outcomes included a delay to treatment or therapy due to interruption of automated dosing. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems consistent with intermittent communication failure, with the antenna/electrical-magnetic communication pathway identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.